Event description:
It was reported that "the gauze that was fixed on the patient body was found soaked by the medical agent two hours after placement of the catheter. As the leakage quantity was small, the user continued to inject the medical agent as it was, but checked periodically. The catheter was removed the next morning. No injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4) the customer returned one snaplock assembly nrfit and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. A functional leak test was performed per (B)(4) section 7.6; rev. 7 using the returned catheter and snaplock assembly with the lab leak tester. The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The components were then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was observed. A device history record review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned catheter passed a leak test. There were no functional issues found with the returned sample. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the gauze that was fixed on the patient body was found soaked by the medical agent two hours after placement of the catheter. As the leakage quantity was small, the user continued to inject the medical agent as it was, but checked periodically. The catheter was removed the next morning. No injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4).